Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in this incident, it was determined that the device was showing disconnected mode and drawers were failed. A field service engineer inspected the station, ran hardware test application (hta) on all drawers, and cleaned out debris from all drawers. All drawers and pockets tested good. The engineer assisted the registered pharmacist (rx) with network connection delays and interface issues and consulted with the customer on next steps involving their corporate and information technology (it) department. After troubleshooting, the station was fully functional, on the network, and communicating properly. Preventive maintenance was performed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was in disconnected mode, the remote smart service was offline, and all drawers were locked and failed to operate. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.